Event description:
The distributor reported on behalf of the user facility the following incident: the csf did not flow smoothly in the shunt system. A revision was performed. The physician checked the removed shunt system and found three (3) clots in the peritoneal catheter. The clots were observed at about five (5) centimeter intervals from the tip of the catheter.

Manufacturer narrative:
To date the device has not been received for evaluation. Additional information has been requested. An investigation has been initiated based on the reported information.